Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when the compact plus system was unavailable for use due to no power. Husband stated they unsuccessfully tried several sets of new batteries. A request was made for the return of the system and a replacement was sent.